Manufacturer narrative:
Correction: g1; e1; h6. Additional information: d4; h6. The reporter provided photographic evidence of the reported issue; review of the photograph confirmed the issue as reported: the closed suction catheter snapped. However, the actual complaint product was not returned for evaluation; therefore, a root cause could not be determined as it was not possible to perform functional evaluation. The device history record for lot 30332603 was reviewed and the product was produced according to product specifications. All information reasonably known as of 20 may 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by sun med holdings llc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to sun med holdings llc. Sun med holdings llc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the sun med holdings complaint database and identified as (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an sun med holdings llc. Product is defective or caused serious injury.

Event description:
It was reported, the closed suction catheter snapped (at the patient end) during use; the device was replaced for a new one; there was no reported injury.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is in progress. All information reasonably known as of 03 jan 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by sun med holdings llc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to sun med holdings llc. Sun med holdings llc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the sun med holdings complaint database and identified as (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an sun med holdings llc. Product is defective or caused serious injury.

Event description:
It was reported, the closed suction catheter snapped (at the patient end) during use; the device was replaced for a new one; there was no reported injury.